Event description:
On (B)(6) 2017 the reporter contacted lifescan (B)(4), alleging an unknown issue with the battery. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.